Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report air bubbles in the reservoir that were either the size of champagne bubbles or a pea. Customer had to use 9 reservoirs to solve the issue. Customer also reported an insulin flow blocked alarm. Troubleshooting was not performed. The customer's blood glucose was unknown. Nothing was replaced or returned.